Event description:
Nellcor was informed by the user that a portion of the outer cannula broke. No patient harm was reported.

Manufacturer narrative:
The device was received by manufacturing and is currently undergoing preliminary evaluation. This report will be updated when evaluation is complete.